Event description:
Report received of a non-delivery of diprivan. According to the customer contact, the pt was to be receiving diprivan at an unspecified rate. It was reported that the pump display was indicating that the fluid was being infused, but the bag remained full. The pt did not receive the diprivan for a period of 8 hours. The pump was never sent to the biomedical dept and was kept in use in the clinical area. The serial number of the pump was not recorded. There was no reported adverse pt event and no medical interventions were required. The customer contact was unable to determine what troubleshooting techniques were attempted to resolve the issue or why the pump was not removed from clinical service.